Event description:
On (B)(6) 2014, the patient's mother reported that after the patient's vns settings were increased, the patient experienced increased seizure frequency above pre-vns baseline. The mother reported that the patient's vns output current was increased by 0.25ma on (B)(6) 2013, after which the patient experienced a cluster of seizures. Since then, the seizures have slowly decreased in frequency. The mother stated that in general she feels that vns helps her daughter with her seizures, but was concerned with the cluster of seizures. When asked about changes in medication around the time of events, it was found that the patient had been on birth control for a few months and that had been constant, in addition to the typical dose of anti epileptic medications. The patient's mother did no believe anything else was out of the ordinary. It was recommended that the patient speak to her physician about these events. Attempts were made for additional information from the physician; however, they were unsuccessful. No additional information has been received.

Event description:
Additional information was received from the patient's physician. It was reported that the physician attributed the increase in seizures to multiple triggers. It was reported that the patient was taking a medication for stiffness which can increase seizures. It was also reported that the patient experiences sleep issues which would cause an increase in seizures and also the patient suffers from urinary infection problems. It was reported that the patient was taking oral contraceptives which were started the same day as the increase in seizures was observed. It was reported that when the oral contraceptives were discontinued the seizures ceased as well. It was reported that the physician attributed that increase in seizures to the oral contraceptives and that during the increase the seizures were above the patient's pre-vns baseline. It was reported that the seizures were not related to vns therapy and that after the oral contraceptive was discontinued the patient's seizures returned to baseline.